Event description:
It was reported that during a da Vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed Intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE) that image orientation of 30-Degree Endoscope was flipped. The customer power cycled the system, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis. Customer reported flipped image orientation issue occurred during use of a 30-degree endoscope and was resolved by rebooting the system. No further action was required. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.